Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unable to connect to the monitors and it was not possible to provide display data on the system. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. No hardware parts were replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.